Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer d10: concomitants: 4499846 02-010-03-0340 - logic cr femoral cem, right, sz 4, 4589416 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t, 4560084 200-02-29 - three peg patella 29mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported a 65 yo female patient, initial right knee implanted on (B)(6) 2016, underwent a revision procedure on (B)(6) 2023, approximately 6 years 9 months post the initial procedure. The patient presented to the surgeon¿s office with complaints of pain, swelling, instability, and dissatisfaction with their tka. The patient has a recalled implant. Upon examination, the patient was scheduled to have a revision tka possible poly swap vs full knee revision. The tibial insert and the patella were revised. There was no breakage of device or surgical delay/prolongation reported. The patient was last known to be in stable condition following the event. The devices are not returning for evaluation. They were sent to the hospital lab and legal department. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d1, h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the reported event is likely the result of instability and inclusion of the tibial insert in the packaging recall. Prosthesis wear of the polyethylene components could not be confirmed from the provided information. Potential contributions of user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported a female patient, initial right knee implanted on and then underwent a revision procedure approximately 6 years 9 months post the initial procedure. The patient presented to the surgeon¿s office with complaints of pain, swelling, instability, and dissatisfaction with their tka. The patient has a recalled implant. Upon examination, the patient was scheduled to have a revision tka possible poly swap vs full knee revision. The tibial insert and the patella were revised. There was no breakage of device or surgical delay/prolongation reported. The patient was last known to be in stable condition following the event. The devices are not returning for evaluation. They were sent to the hospital lab and legal department. No further information.